Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6). Implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 26-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (500 mcg/ml, 120 mcg/day) via implanted infusion pump. It was reported that on (B)(6) 2026 at the end of case attendance, it was stated that catheter exchange was scheduled to be performed on (B)(6), and that for the patient whose pump had been exchanged at the end of last year, exchanged only the spinal-side catheter and was scheduled due to suspected csf leak. On (B)(6) 2026 contact was received that pump exchange might also be performed on the same day. Additional information was received on (B)(6) 2026 that stated the catheter was replaced today, (B)(6) 2026. Only the intrathecal catheter was replaced. Leakage of cerebrospinal fluid into the fascia was observed. The final pump length was 93.8cm. The previous pump replacement had been performed on (B)(6) 2025. It was also confirmed during surgery that cerebrospinal fluid leak was present from the scs-treated site. It was stated that itb could not be r uled out as a cause of the cerebrospinal fluid leak. It was reported that the patient experienced heat generation and their spasticity aggravated. It was reported that the heat generation and aggravated spasticity was not related to drug and causal relationship to pump, catheter, programmer, or procedure were unknown.